Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that customer had a software error alarm on the insulin pump and everything was reset on the pump. Customer was getting ready to bolus for dinner when she got an alarm. Customer reviewed the alarm history and the customer was advised to program a normal bolus into the air. Bolus amount was recorded in the bolus history. Customer stated that a temp basal was not programmed before the alarm occurred. Customer was assisted in performing a self test. Customer stated that the pump passed. Customer was advised to monitor the pump. No additional information provided.